Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as product identification was received and product is not cleared for distribution in the us. The initial report was forwarded in error and should be voided.

Event description:
It was reported a patient enrolled in a clinical study underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised in (B)(6) 2011 due to implant lack of bony ingrowth. The implant was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - (B)(6) 2011; expiration date - unknown ; date implanted - unknown; date explanted - (B)(6) 2011; PMA/510(k) number; manufacture date ¿ unknown.